Event description:
It was reported that an ilet insulin pump¿s housing began separating at the seams as if the adhesive had deteriorated, while the pump continued to function and blood glucose remained normal, consistent with a device mechanical integrity issue involving the external enclosure. Symptoms included none. Outcomes included device replacement and continued therapy without interruption. Investigation included review of device history and complaint information, assessment of user reports, and retrieval of the device for evaluation. Investigation of this case revealed physical damage consistent with enclosure/adhesive degradation affecting the screen bezel area, with no evidence of functional failure of pumping or alarms. It was concluded that the cause was component wear or adhesive failure consistent with device enclosure degradation.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.